Manufacturer narrative:
Continuation of d10: product ID a820; product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were allowed 3 boluses a day and they couldn¿t get their external devices to work in order to deliver a bolus. The patient stated that it wasn¿t opening, but both the handset and communicator were charged. The patient was unable to close all applications, so the agent had the patient restart the handset, launch myptm, attempt to connect, and the patient stated that it was taking a long time to connect and it was showing 90%. The patient confirmed that bluetooth was enabled. The agent then assisted the patient with deleting the data after which the agent had the patient close all applications, relaunch myptm, attempt to connect, and the patient saw the message "no pump response" followed by the deliver bolus screen. The patient delivered the bolus and confirmed seeing the bolus started message. Afterwards, the patient saw the lockout screen saying 2 boluses remaining. The agent reviewed best practices in using the myptm. It was noted that the troubleshooting steps that were taken on the call resolved the issue.